Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012630475 was returned and analyzed. Visual inspection was performed and the catheter appeared intact without any visible issues. The steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. The slide function was as expected, and the shape of the capture device was unremarkable with no atypical features. The catheter was connected to a test catheter interface cable (cic) without any resistance, and the connection was secure, as indicated by both latches fully engaging into the catheter connector. However, when the returned cic was connected to the catheter connector, a gap was observed, and the cable connector plug failed to clip as expected. The latches at the cic connector plug did not engage into the catheter connector, indicating a connection issue. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks were observed along the extended portion, indicating proper functionality and alignment of the steering and slide mechanisms. The catheter was reprogrammed before connection to the generator via a test cic, and therapy deliveries were successfully performed. Hipot verif ication of the integrity of electrode wires insulation pass. Electrical continuity test revealed electrode ring (e6) failed with returned cable. X-ray imaging confirmed broken electrode wires in the shaft. In conclusion, the loop catheter failed the returned product inspection due to broken electrode wires. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, egm noise was observed throughout the case, primarily on electrodes 4-9. The catheter and catheter interface (ci) cable were both reconnected and disconnected from the generator and the pin block connections were verified without resolution. Despite this, the case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.